Manufacturer narrative:
The reported failure of the positive flow verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a positive flow verification test step during testing. The device's flow sensor assembly was replaced to address the issue. The device was retested and passed all final testing.